Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances, with a recent out of range measurement of 130 ohms. It was noted that the first recorded out of range shock impedance was in (B)(6) 2025. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.